Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The main component of the system. Other relevant device(s) are: product ID: enveor-n-us, lot: 0008664940, use by date: 2018-06-06, UDI: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted. The nose cone was not centered prior to removing the delivery catheter system (dcs) and the nose cone caught on the valve, causing the valve to dislodge supra annular. A second transcatheter bioprosthetic valve was implanted. No adverse patient effects were reported.